Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the inability to do forceps passage, suction flow, and no brush pass due to a foreign object inside the channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3: (correction is being made to previously submitted g3: date received by manufacturer. The correct date was 04/19/2024). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation, the cause for the foreign material inside the biopsy channel could not be determined. It was unknown, whether there had been a deviation from the instructions for use, during the reprocessing steps for the area where foreign material remained. No physical damage was found at the locations where foreign material remained. The instruction manual states, the detection method associated with the event in evis exera ii gif/cf/pcf, type 180 series, operation manual, chapter 3: preparation and inspection/ and preventative measures in evis exera ii gif/cf/pcf, type 180 series, reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.